Event description:
It was reported that the patient with this pacemaker stated that she was concerned the device was not working right. She also stated that she believed the communicator for her remote patient monitoring system was reprogramming her device and causing her symptoms, including chest pain, a fast heart rate, high blood pressure, and pre-syncope. A technical services consultant explained that the pacemaker could not be programmed by a communicator and referred the patient to her physician. This device remains in service. No adverse patient effects, other than symptoms noted above, were reported.